Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. No moisture damage found on the electronic assembly or motor. The device had a scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated the device was in the water for 10 seconds. The customer changed the battery; the insulin pump alarmed battery out limit and the customer stated the buttons were not responding. Blood glucose value was 76 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.